Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of blindness, patient made mistake/touch contamination/did not wear mask/did not clean the exchange area before starting pd and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination/did not wear mask/did not clean the exchange area before starting pd. The patient was blind and sometimes they forget protocols. On an unreported date, the patient was diagnosed with blindness. On an unreported date, the patient experienced worsening blindness. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and the patient was recovering from the peritonitis. The patient was discharged from the hospital for the peritonitis on (B)(6) 2011. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided. The nurse stated the worsening blindness was not related to dianeal or extraneal therapies but was related to the diabetic retinopathy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd884452 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.